Event description:
It was stated that the customer was hospitalized for high blood glucose. The reported blood glucose reading was 426 mg/dl during the phone call. Troubleshooting was performed. The insulin pump passed the prime and self tests. Advised the customer to try different infusion sets. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. We therefore consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.